Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient did not have sufficient subcutaneous tissue where the set was inserted, leading to bent cannula and experienced hyperglycemia which was treated with pump on (B)(6) 2026.